Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The steerable guide catheter is filed under a separate manufacturing report number.

Event description:
This report is filed as the clip became caught on the anterior leaflet, separated from the delivery system, and required surgical removal.it was reported that the patient presented with degenerative mitral regurgitation(mr) grade 4 and a posterior medial leaflet flail. The clip delivery system became caught on the anterior leaflet at the lateral commissure. Attempts were performed to free the clip without success. During removal attempts, the clip took a "strange" angle in relation to the clip delivery system. Following, the clip could not be opened or closed and it appeared that the mandrel was visible alongside the mitraclip. The patient was converted to surgery where the clip was observed caught on the anterior leaflet 1 and was not connected to the mandrel. The mitral valve a1 area had a tear which reportedly occurred during patient transportation for operation. The clip, clip delivery system and steerable guide catheter were removed and mitral valve repair, mitral annuloplasty and closure of an atrial septal defect were performed. The surgical repair was reportedly good with mr reduction to zero. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The mitraclip xtr device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). All available information was investigated and the results of the returned device analysis indicated that the reported entrapment of the device or device component, premature deployment and material protrusion (actuator mandrel- distal) could not be replicated in the testing environment as the clip was deployed and the device was found damaged at multiple locations likely due to user technique/procedural circumstances. The mitraclip system instructions for use (IFU) states to maintain the clip above the leaflets until ready to grasp to minimize the risk of clip entanglement in the chordal apparatus. Clip entanglement may result in cardiac injury, worsening mitral regurgitation, difficult or inability to remove the clip and conversion to surgical intervention. The reported improper or incorrect procedure or method appears to be due to user inadvertently moving/steering the clip delivery system (cds) during positioning. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents from the reported lot. The reported entrapment of device or device component and premature deployment appears to be cascading effects of user technique/procedural circumstances as the clip became caught on the anterior leaflet at the lateral commissure. A definitive cause for the reported material protrusion (actuator mandrel) could not be determined in this incident. The observed l-lock tabs, bent actuator mandrel, bent threaded stud, and broken actuator coupler were cascading effects of user manipulation/technique during the procedure. The reported tissue damage appears to be due to entrapment of device or device component/ procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received indicating that the clip delivery system was possibly, inadvertently moved/steered by the user during positioning. Reportedly, the clip was opened or there was additional positing/steering performed in the ventricle. No additional information was provided.